Manufacturer narrative:
(B)(4). The reported patient effect of occlusion, as listed in the promus everolimus eluting coronary stent system instructions for use is a known patient effect that may be associated with the used of the device. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Manufacturer narrative:
(B)(4). The additional promus referenced is being filed under a separate medwatch report. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Event description:
It was reported that on (B)(6) 2014, the diagonal artery was noted to be jailed by two promus stents (2.5 x 18 mm), which were implanted on an unspecified date. It is unknown if any treatment was performed. No additional information was provided.